Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery alarm. Customer's blood glucose level was 113 mg/dl. Troubleshooting for the no delivery alarm was performed. Customer advised the no delivery alarm occurred during manual prime. Customer advised the no delivery alarm issue remained unresolved and was a recurring issue. Customer was advised to replace the plunger and manually push plunger in order to verify the insulin exited the tubing. Customer was advised a replacement infusion set would be sent out and they agreed to return the product for analysis.